Event description:
It was reported that the patient fell onto pavement on her right hip about a month ago and had no control over her bladder since. The patient experienced pain down the front of her right leg and stated that the stimulation sensation was felt further down on her body than it was before the fall. The patient went to the doctor and was told she had an infection. The infection subsequently cleared up, but the patient still felt that her bladder was not working well. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. The patient had been having issues since her fall several months ago. The patient could feel stimulation when it was turned up high, but it was not in the right place. The stimulation also caused muscle spasms when it was turned up high. The reporter stated the patient smelled like a "piss pot" all day long. The patient was going to request an appointment with her doctor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was a bladder infection that led to worsening incontinence. There was no surgical intervention, and an x-ray showed the position of the lead was good. The patient was reprogrammed on (B)(6) and did better following the reprogramming. There was no patient injury, and the patient did not require hospitalization.

Manufacturer narrative:
Lead model 3889-28, lot # v140160, implanted: (B)(6) 2008, explanted: na; programmer model 3037, serial # (B)(4).